Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis determined that the device battery voltage was tracking the temperature near or below the labeled storage conditions. The battery voltage is tracking the temperature and has recovered with warmer temperature. The device was cleared for implant. There was no patient involvement reported. Subsequently, this crt-p was implanted. Moreover, was explanted due to unknown reason. No new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory and an evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis determined that the device battery voltage was tracking the temperature near or below the labeled storage conditions. The battery voltage is tracking the temperature and has recovered with warmer temperature. The device was cleared for implant. There was no patient involvement reported. Subsequently, this crt-p was implanted. Moreover, was explanted due to unknown reason. No new device was implanted. No additional adverse patient effects were reported.